Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the peritonitis. On an unreported date, the patient received an unspecified antibiotic treatment (dose, frequency, route, and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.